Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU and patient handbook instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Even small changes should be reported. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. Approximate age of device- 6 months, 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient's pump sounded different to auscultation according to the nurse practitioner who listens to all the patients' pumps. There were no adverse health effects due as a result of the abnormal sound. No additional information was provided.